Event description:
Boston scientific received information stating a st. Jude medical lead had been repositioned. Dr. (B)(6), (B)(6). No implant date provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).